Event description:
A report of infiltration occurring during the use of a flo-gard 6201 volumetric infusion pump was rec'd. Reportedly, the pump was set to infuse an unknown quantity of ampicillin at 20 ml/hr on a 57 day old pt. According to the clinician, approx 1/2 hr into the infusion the nursing staff was alerted that the pt's hand was swollen. The infusion was then stopped and no medical intervention was required. According to the clinician, there was no pt injury as a result of this event.